Event description:
A malfunction on the pump was reported, with no notable events occurring prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the customer by providing pump reset information and helping them reset the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and instructed to call back if the malfunction recurred.